Event description:
Harmonic ace system device defaulted to "replace instrument."tip defective after 3-4 dissections. Troubleshot by unplugging, reassembling device and defaulted again.changed out hand piece.